Manufacturer narrative:
The reported field event of communication issue between the device and the programmer was confirmed in the laboratory. The communication issue was due to battery depletion that was caused by excess current drain. Analysis results indicated the q12 transistor was damaged and the bond wires of q12 were vaporized. Excess current during hv dump set went through the dump transistor q12 and melted the bond wires. The root cause of damage is undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient suspected of a having a stroke and presented in clinic for a follow-up in poor condition. Physician requested a MRI scan of the brain and during an attempt to change the device in MRI mode, the wand communication failed. The device couldn¿t be programmed to MRI mode. Patient was admitted to the hospital where patient condition did not improve and passed away. The indication was ventricular fibrillation, mono-ventricular tachycardia, and recently atrial fibrillation. Device did treat patient¿s condition and no other device malfunction before the wand communication issue was noted. It is believed that the device appeared not to be working when patient was observed. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.